Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are underfilled. The following information was provided by the initial reporter: customer suggest the fill line on the "bd vacutainer blue top tubes" should be manufactured with a more visible fill line. Customer states it is not very obvious that the blood has to be filled to that line. Many nurses miss that it requires the tube to be filled completely.

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are underfilled. The following information was provided by the initial reporter: customer suggest the fill line on the "bd vacutainer blue top tubes" should be manufactured with a more visible fill line. Customer states it is not very obvious that the blood has to be filled to that line. Many nurses miss that it requires the tube to be filled completely.